Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A journal article was obtained on 03-dec-2025 that reported a retrospective study from the united states. The purpose of the study was to assess whether the presence of preoperative radiographic patellofemoral joint (pfj) arthritis influences implant survivability or clinical outcomes at minimum 10-year follow-up. The study reviewed 503 patients (636 knees) who underwent medial mobile-bearing uka between july 2004 and february 2010. All procedures were performed using the oxford mobile-bearing prosthesis (zimmer biomet) with cemented fixation according to the standard surgical technique. The study population had a mean age of 61.8 years at time of surgery (range, 34-86 years); (440 male knees / 262 female knees). The study had a mean follow-up of 13.3 years (range, 10-18.5 years). It was reported through a journal article that one knee was revised due to instability following a medial mobile-bearing unicompartmental knee arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) b3 - event date is the publication date of the article. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford bearing, lot# unknown. Unknown femoral component, lot# unknown. G2: literature - citation: bertrand, t.e., melvin, p.r., alexander, j., crawford, d.a., lomardi jr., a.v., & berend, k.r., (2025). Minimum 10-year follow-up of mobile bearing medial unicompartmental arthroplasty: does the presence of preoperative radiographic patellofemoral arthritis influence patient outcomes. Journal of clinical orthopaedics and trauma, 66 (103008), https://doi.org/10.1016/j.jcot.2025.103008. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.